Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited "high pressure" alarm. It was reported that the pump was alarming "high pressure" and the patient checked and replaced the tubing along with the pump batteries. However, the pump continued to alarm; therefore, the patient switched to backup pump without issue. The patient was unable to provide serial number for the alarming pump. No reported adverse effects.